Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in mosaiq. This complaint is being reported late due to the following factors: it was initially assessed as non-safety · the defect that is the cause of this complaint was initially assessed as non-safety, in alignment with the initial assessment of the complaint · two recent complaints related to the defect were flagged as safety, which prompted a re-assessment of the defect as safety · the two recent complaints were reported on time (MFR nos. 2950347-2015-00028 and 2950347-2015-00040) · the database was then searched for previous related complaints and retroactively re-assessed them as reportable, based on (1) the defect risk assessment and (2) the reporting of the two recent cases that triggered the re-assessment of the defect · this complaint is one of those that has been retroactively re-assessed as reportable

Event description:
The customer reported an issue returning a copied protocol from the care plan library to pending status. Based on the available information, there was no actual mistreatment.